Event description:
This report concerns the left eye of a patient who underwent bilateral lasik surgery. An optometrist reported at the one day post-op visit, the patient was diagnosed with asymptomatic diffuse lamellar keratitis (dlk). The steroid drops were increased from four times per day to every two hours. The dlk resolved completely and the vision is 20/15.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).